Event description:
Approximately 12 months post revision surgery of carpal tunnel syndrome with orthadapt augmentation, the patient developed sudden swelling and pain over the volar site of the wrist. The patient denied any trauma. The site was aspirated twice after onset of symptoms. The patient was given antibiotics and a shot of cortisone. During surgical exploration 13 months post implant, the graft was explanted.

Manufacturer narrative:
The orthadapt graft was used as a wrap around the median nerve to prevent adhesion as part of a surgical repair for carpal tunnel syndrome; orthadapt bioimplants are not indicated for use as an adhesion barrier. Also, the graft was fixated using absorbable sutures; use of absorbable sutures are contra-indicated in the IFU. Additionally, the drainage aspirated from the swelling was not cultured due to the patient being on antibiotics; thus, the pathology finding of possible infectious etiology could not be confirmed. The case assessment indicated the likely cause of the event is due to both off label and absorbable suture use. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The manufacturer of the device at the time was pegasus biologics, inc.